Event description:
Adverse event(s): no present injury or harm (no consequences or impact to patient). Product problem(s): cautery poor (device inoperable). A nurse reports the cautery was poor during a surgery and the system had to be switched out to complete the case. No cases were canceled and there was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).